Event description:
Nail was removed due to non-union (left side). Upon removal, a strong odor was noticed in the room indicating a possible infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.